Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, crease at the charged coupled device lens, light guide lens broken, crease at the light guide lens, play of up/down knob out of standards due to worn of angle-wire, water not coming out due to blockage of j-tube, screen partly dark due to scratched charged coupled device lens, adhesive part of bending section rubber broken, water amount out of standards due to deformation of nozzle, insulation resistance at the tip out of standards due to scratched plastic distal end cover, crease at the connecting tube protector, switch 1 worn, angulation in the up direction out of standards due to worn angle-wire, and distal end worn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the colonovideoscope had lose control knob, but working angulation. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, foreign material was found coming out the suction cylinder of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the cause of this event could not be further determined. The user can properly detect the event by handling device in accordance with the instructions for use (IFU): "inspection of the suction function¿. There was a possibility that the user could have been able to reduce/prevent occurrence of the event by handling device in accordance with the following IFU statement: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.